Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was further described as due to contamination (no further details were provided). The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 1 gram, intraperitoneally (frequency was not reported). At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.